Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that the subject programmer was intermittently shut down and rebooted. An investigation is required.

Manufacturer narrative:
The subject programmer followed the repair workflow and was returned back to the field.

Event description:
It was reported that the subject programmer was intermittently shut down and rebooted. An investigation is required.

Event description:
It was reported that the subject programmer was intermittently shut down and rebooted. An investigation is required.